Event description:
It was reported that during an embolization procedure, the coil was missing. The coil was unable to detach and the entire system was removed. Upon removal the coil was missing. A full body scan was conducted, however, the coil could not be located. The procedure was completed with placement of additional coils. No patient complications were reported and patient status was listed as fine.

Manufacturer narrative:
Device evaluated by MFR.: the pusher wire was returned for analysis. A visual inspection was performed. The pusher wire was found to be kinked and stretched upon inspection. A microscopic inspection was performed and found that the interlocking arm of the pusher wire was inspected and no damage was noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during an embolization procedure, the coil was missing. The coil was unable to detach and the entire system was removed. Upon removal the coil was missing. A full body scan was conducted, however, the coil could not be located. The procedure was completed with placement of additional coils. No patient complications were reported and patient status was listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).